Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the surgeon did not have appropriate control of instrument. The instrument was moving in the opposite direction of the surgeon's commands. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer was analyzed, and the reported failure was not confirmed by failure analysis. Upon visual inspection, no physical damage was observed on the wrist assembly. The instrument was placed and driven on an in-house system. The instrument passed the self-test on multiple attempts and on different arms. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Cut and energy delivery test passed. No errors or issues occurred during in-house testing. The complaint regarding non-intuitive motion was not confirmed by failure analysis. This complaint is considered a reportable event due to the following conclusion: it was alleged that the vessel sealer extend moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.